Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 has since opacified. The device was explanted & replaced and an anterior vitrectomy & iridectomy were performed in 2004 with a suture closure. Edema noted immediately post-op. Visual acuity reported as light perception and prognosis stated as guarded at 04/2004 follow up visit. Next follow up visit scheduled for five days later, however no further info is available at the time of this report.